Manufacturer narrative:
Production process analysis: a review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. User (surgeon and patient) information analysis: patient #452 index procedure was performed on (B)(6)2020. On (B)(6) 2021, the patient was readmitted due to an early wound infection at the skin wound site. The patient was brought to the operating theatre and the wound was cleaned. At the time the blood cultures, as per hospital protocol for wound infection after surgery, were negative. Patient was discharged 2-3 days later. On (B)(6) 2021 the patient returned to the hospital and was readmitted again with an infection; the organism was identified as mycobacterium fortuitum. Surgeon suggested to remove the implants as per their standard protocol; however, the patient did not want the apifix removed and prefered to have the collection drained and the wound cleaned. On (B)(6) 2023, apifix was provided with an abstract submission in which patient #452 is identified as "a further patient with djk (distal junctional kyphosis) had a resistant mycobacterium fortuitum deep wound infection which required implant removal 16 months (~ (B)(6) 2022) after the index surgery, despite two washouts and antibiotics. Risk assessment: reoperation events are a known risk that was assessed and recorded by the product risk management file. The risk of early infection is a known risk. The event of wound infection is addressed in the IFU (instructions for use) as potential risks associated with the mid-c system and spinal surgery generally. (B)(4). The risk have been quantified, characterized, and documented as acceptable within a full risk assessment

Event description:
On (B)(6) 2023, apifix was provided with an abstract submission which references twelve (12) patients who were treated with a posterior dynamic distraction device (apifix implant) for ais (adolescent idiopathic scoliosis). One patient (patient #452), per the report, had a resistant mycobacterium fortuitum deep wound infection and required implant removal 16 months after the index surgery, despite two washouts and antibiotics.